Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the display screen is dark and that it is difficult to see the screen. The blood glucose reading at the time of the event was 188 mg/dl. Prior to the event, the insulin pump was in 80 degree weather. No further information was provided.